Event description:
Pt was undergoing hip surgery for a fracture. Ten minutes after bone cement was used the pt's stats dropped and pt went into cardiac arrest and expired on the table. Pt had history of medical problems.